Event description:
It was reported that patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular (rv) lead that resulted in false high ventricular rate (hvr) episodes and pacing inhibition. The patient was scheduled for replacement and the lead was capped on (B)(6) 2025. The patient was stable.